Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the imaging catheter tip was broken. During a percutaneous transluminal coronary angioplasty (ptca), an opticross tm imaging catheter was selected. While preparing the imaging catheter, the physician noted that the tip of the device was broken. The catheter was disposed by the staff and then decided to take another catheter. The procedure was not completed due to this event. No patient involvement reported.